Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (r900886701). It was reported that on (B)(6) 2025, a 29mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 5.92mm. On (B)(6) 2025, it was noted that patient presented to the emergency for a suspected second-degree atrioventricular block. It was noted during the patient's admission via electrocardiogram, that they had developed an onset of sinus rhythm with first degree heart block. The patient was hospitalized for monitoring of heart rhythm. The patient's rhythm was stable and no pacemaker was required. The patient was discharged with a monitor at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported heart block could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the length of the membranous septum is 3.4mm and there was calcification in the left ventricular outflow tract.